Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified peritoneal antibiotics (further details not reported) for peritonitis. At the time of this report, the patient was recently discharged from the hospital and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.